Event description:
It was reported that a female patient underwent breast augmentation with a 250cc mentor tissue expander and left side expander was found to be defective. As a result, the expander was explanted at an unknown date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective left expander mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2022, mentor became aware of the following and corresponding field have been updated on this form: - serial number under field d4 has been updated to (B)(6) - date of implant under field d6a has been updated to (B)(6) 2022 - date of explant under field d6b has been updated to (B)(6) 2022 - replacement device used on (B)(6) 2022 was catalog number 3504302m; serial number (B)(6) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 2, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per paperwork received with the device, date of event under field b3 has been updated to september 19, 2022 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 25, 2022, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the images provided in the complaint, the product was observed to be deflated and no other anomalies were perceived. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 8, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample exp rect remote 250cc, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the anterior view between the union of the shell and patch. A microscopic examination was performed, and the cause of the tear could not be identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the manufacturing investigation, with consideration to process controls and manufacturing records reviewed, the tear found in the complaint could not be confirmed as manufacturing defects. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).